Manufacturer narrative:
H4: the lot was manufactured from october 07, 2019 - october 09, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which showed evidence of a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of an english (B)(6) infusor lv (large volume) infusor ruptured during an unspecified process step prior to use on the patient. There was no patient involvement. No additional information is available.